Event description:
A literature article contained a report of a patient who received osigraft (op-1 implant) in conjunction with a 2 ring hybrid external fixator for an open fracture and a moderate bony defect of the distal tibia on an unknown date. The patient experienced delayed healing. Additional surgery with an autograft was performed at 14 weeks and the fracture subsequently united. No other information was provided. Additional information will be requested.